Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause for the reported events could not be identified. Based on the results of the investigation, the customer's allegation was not confirmed, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope received a b30 scope communication error. The event occurred during maintenance. There were no reports of patient involvement.